Event description:
Revision due to tibial loosening.

Manufacturer narrative:
Engineering evaluation of the returned tibial tray noted that the tibial stem was pristine. There is burnishing present on the bottom surface consistent with micromotion between the bone and tibial component.